Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. Seven days prior to the event onset, the patient was hospitalized for another indication. A day after the event onset, the patient was treated with vancomycin and gentamicin for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. Seven days prior to the event onset, the patient was hospitalized for another indication. A day after the event onset, the patient was treated with vancomycin and gentamicin for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.